Manufacturer narrative:
Product analysis analysis kinked capture wire observed at snap section. Device returned with filter basket extended out of blue recovery catheter. No deformation observed to filter basket. Floppy tip kinked. Capture wire kinked. It was possible to backload the capture wire into the green delivery catheter. It was possible to retract the filter basket into the clear section of the green delivery catheter. It was possible to advance the filter basket out of the green delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a spider fx, several complications occurred. The event took place in the common carotid artery, which had a moderate degree of calcification. During preparation, a kink was observed when the guide of the spider fx was being shortened from 320cm to 190cm, leaving the end tip bent in a hook shape. Despite this, the operator proceeded with the procedure, feeling resistance during advancement. This led to damage to the balloon catheter being used at the time, including deformation to the lumen of the balloon. As a result, the infusion of contrast and saline leaked from the damaged balloon, causing an embolism and clinical brain complications. The embolism was both air and device-related. The procedure was completed despite these issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the spider fx device did not remain inside the patient but was removed as per IFU procedure. The balloon used was not a medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.